Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode was observed on the egm. Patient was asymptomatic. Potential problem with the pocket and tissue/electrode interface was discussed. It was discussed that no reprogramming options would be sufficient to prevent the undersensing. Patient will continue to be monitored. Patient¿s condition was stable.